Event description:
Customer states patient was mistreated due to an incorrect couch position shift. Patient was being treated to a lung lesion with plan of 1200cgy x 4 to a total of 4800 cgy. A shift of 0.6 cm was required but the table was shifted 3.4 cm instead of the planned 0.6 cm. Therefore the patient was not in the correct position for one of the 4 treatments of 1200 cgy. Varian has no information on the extent of effect this has on the patient prescription.

Manufacturer narrative:
Varian medical professional evaluation: review of the event indicates that the tumor may have been under-dosed by as much as 25% of planned dose and unintended structure received a single dose of 1200 cgy. These factors could lead to treatment failure and possible injury to normal structures. Patient status: patient status is not known by varian; a final decision by the facility regarding patient treatment has not been reached at this time. Investigation methods: examination of equipment logfiles, review of screenshots and dicom images, site visit, interview. Results: investigation has found that the incorrect couch position shift was caused by contact between the interface mount and the couch top. No operator was inside the treatment room during that time; the gantry was moved from the console. That contact, and the resulting intended couch shift, were not recognized by the operators. The shifted couch position was acquired by the operators, and the treatment proceeded with the couch at the incorrect position. The cause was identified as human error, combined with design limitation. Additional follow-up to this MDR is expected, when the risk analysis has been completed and the need for possible further action has been assessed. (B)(4).